Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their pump was removed last thursday and it was supposed to be sent back to mdt for analysis. They were wondering if the pump had been received by mdt; patient services reviewed the pump had not been received yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and cerebral palsy. It was reported that they believed the patient's pump was malfunctioning.  Since implant the patient has had no improvement regarding symptoms. Also since implant, 7 to 10 days after refill/ pump adjustment, the patient would go unresponsive for several hours. The episodes were described as not having been as bad as this most recent time, stating monday ( (B)(6) 2021), the patient went to hospital as they were unresponsive, hypothermic, their blood pressure had dropped, and patient had to be intubated. The patient was otherwise currently fine. It was noted that the healthcare provider's ran several scans including a cat scan and ruled everything out including infection and seizures. It was confirmed that no pump alarms were heard. The patient was to follow-up with their healthcare provider to further address the issue.